Event description:
The customer reported, this chronic right ventricular (rv) lead was surgically abandoned (capped) due to high threshold measurements. A new rv lead was successfully implanted. The device was actively implanted for approx 4 years, 10 months.

Manufacturer narrative:
No follow-up required, because the physician opted to never revise the location of the lead and this abandoned lead will not be returned, therefore, the clinical observation cannot be confirmed.